Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any transseptal procedure.

Event description:
During an atrial fibrillation ablation procedure using a fast cath transseptal introducer, a pericardial effusion occurred. The physician performed transseptal puncture using the fast cath introducer and a non-sjm needle followed by the insertion of a therapy cool flex ablation catheter and a non-sjm circular mapping catheter. The pt then became hypotensive and complained of chest pain and an echocardiogram revealed a pericardial effusion. All devices were removed from the heart and the physician performed a pericardiocentesis which stabilized the pt. The physician indicated there were no performance issues with any sjm device.